Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a moderately calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement in the moderately calcified left common femoral artery was attempted with a proglide device, with a 6f sheath using a pre-close technique, prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss occurred. The sutures of two additional proglide devices were preplaced prior to the aaa procedure. The sheath was upsized to 14f and the aaa procedure was completed. The successfully preplaced sutures of the second and third proglide devices were used after the procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close procedure. No additional information was provided.